Manufacturer narrative:
(B)(4). Describe event or problem - additional, additional information/device evaluation, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report they experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient was driving and passed out behind the wheel. The patient woke up to the emergency medical technicians (emts) surrounding her. A neighbor had called an ambulance due to seeing the patient drive into a ditch. Emts stated that the patient's blood glucose (bg) fell below 15mg/dl. Emts brought the patient's levels back up and she went home. No hospital transportation was needed. Patient stated that at the time of the event, the receiver did not notify her of the bg values dropping low, so she wasn't aware of her levels. Additionally, the patient tested the receiver's alerts and they only vibrated. At the time of contact, the patient was stable and at home. No additional event or patient information was provided. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).